Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed communication and transmission problem, computer software problem and circuit failure. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. Troubleshooting was performed but was unable to clear the alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis.

Manufacturer narrative:
The motor arm cannot communicate with the main arm and software error detected found in the pump history due to software error. Hardware low level failures confirmed in the insulin pump history due to cold solder joint keypad assembly.